Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump, reservoir and left cylinder replaced due to a squishy pump from fluid loss a few months following implant. During the surgery a small hole, likely from a suture or needle was observed in the left cylinder of the implant. A small hole about 2/3 of the way up the left cylinder toward the distal tip was found when the physician implanted fluid into the cylinder. No patient complications were reported in relation to this event.